Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station bs-3s drawer 4.1 was not able to log in and failed to recover. Customer tried to reboot, but the issue persisted. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 4.1 was not able to log in and failed to recover. A field service engineer found that the main drawers 4.1 and 4.2 were not detected on the bus. The station was shut down, the back panel was opened, and the back of the drawer was accessed. The controller boards were tested with a multimeter, and drawer 4.2 was identified as the source of the issue. Both the module interface board and the drawer controller board were replaced. The back of the drawer and the panel were reinstalled, the station was powered on, and the drawers were successfully recovered to resolve the issue. The system functioned as intended after the field service engineer repaired the device.